Event description:
When attempting a cap (catheter access port) contrast study, they were unable to aspirate the pump. The pt had no signs or symptoms. The event outcome was reported as "ongoing event". The device system was used to deliver baclofen (2000 mcg/ml at 562.9 mcg/day) and morphine (7.2 mg/ml at 2.0263 mcg/day). Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).